Event description:
It was reported per tm - there are ¿vertical, linear dead spots¿ on the screen. On close examination, the acoustic probes look damaged. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Product was not returned for evaluation/repair. Photo samples provided by customer shows scratches and scuffs on a probe lens. However, complaint investigation and root cause determination could not be completed without physical evaluation of the unit.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported per tm - there are ¿vertical, linear dead spots¿ on the screen. On close examination, the acoustic probes look damaged. No other information was provided.